Event description:
In review of published literature, these findings were noted. Frederico bastos goncalves, md, an jairam md, michiel t. Voute, md, adriaan d, moelker, md, phd, ellen v. Rouwet, md, phd, sander ten raa, md, phd, johanna m. Hendriks, md, phd, and hence j. M. Verhagen, md, phd, "long-term clinical outcome and morphologic analysis after endovascular aneurysm repair using the excluder endograft" copyright 2012 by the society for vascular surgery. Between (B)(6) 2000 and (B)(6) 2007, 144 pts underwent endovascular repair of abdominal aortic aneurysms using gore excluder aaa endoprostheses at (B)(6) medical center. The mean age was (B)(6) years. The 88% of the pts were male. The article describes that twelve pts had type ii endoleak with aneurysm enlargement of greater than 5mm.